Manufacturer narrative:
Device passed the displacement test and the self test. Device uploaded to care link successfully. No unexpected error message or communication anomalies during the upload or report generation noted. Device received with intermittent button unresponsiveness at the "select" button and isolated to the device casing/keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the select button sometimes did not respond and could not be used. The customer's blood glucose level was unknown at the time of the incident. The customer stated that though the data was attempted to be uploaded on the outpatient visit, the data of the insulin pump could not be read. The device will be returned for analysis.